Event description:
It was reported that patient called to report that his inflatable penile prosthesis (ipp) device he had placed has now failed and will no longer inflate. He is having a revision surgery on (B)(6) 2020 at (B)(6) and states that he was told at the time of his original surgery by dr. (B)(6) that the device had a life time guarantee. He called to ask what he needed to do to initiate that guarantee. Patient liaison went over the product replacement policy with him and let him know that at the time of the revision that the device would be sent back to bsci and examined by the engineers who would generate a report and send to his md. As his original pif data is on file, that part of the policy is intact. Then after the report is filed a refund of the cost of the device in 2012 could be refunded to the facility (not the patient). I also reiterated that the policy does not cover other related facility or medical costs.